Event description:
As reported by distributor/convenience tray MFR, during coronary angiogram, on initial injection of contrast the cardiologist stated that they saw air in the pt's aorta. Staff uncertain where air could have entered the set up. Pt developed st elevation, pain and profound hypotension shortly after procedure commenced. Subsequently developed vt/vf and died despite resuscitation attempts. The contrast injection line is provided to the distributor on a bulk, non-sterile basis for inclusion in a convenience kit. The devices used have not been made available by the hosp for eval.